Event description:
Reportedly, the instrument was fired on the colon and the instrument's jaws would not release from the tissue. Therefore, the surgeon released the stapler cartridge from the instrument handle, loaded a new stapler cartridge onto the instrument, and fired the new cartridge next to the initially fired stapler cartridge to complete the case. No pt injury reported. Procedure: open colectomy.